Event description:
Medibag tore at seam where the tubing/bushing and the bag meet. No patient injury.

Manufacturer narrative:
Medibag was filled with blue dye to determine the location of the leak. A leak was noticed where the bushing/tubing meets the actual medibag. Photos attached. The root cause has not been determined at this time. See scanned page.